Event description:
In this event it was reported that a protaper hand file separated; the canal was filled with the separated piece in place.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. James gutmann, attached) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The file involved was returned, visually inspected, and found to have separated approximately 4mm from the tip with the unwound portion before the rupture, indicating that the breakage was due to torque.